Event description:
In reviewing orbit coils reported for unraveled/stretched since launch, it was noted that at the time of this reported event, it was determined to be non-reportable. Since then, this type of event has been determined to have the potential to lead to pt injury. During coil placement, the coil unravelled. This unit was removed and the second coil was used but, this one also unravelled. Another cordis coil was used to complete the procedure successfully. There was no report of patient injury.